Event description:
It was reported that during a laparoscopic pneumectomy, there was no feedback in grasping the firing trigger at the 2nd stroke of the 3rd firing on the lung parenchyma. The device could not be fired from the 2nd stroke though the firing trigger functioned properly at the 1st stroke. The closing force was slightly higher than expected at the 2nd stroke. There was no unexpected noise. The cartridge was green. Reinforcement material was not used. The target tissue was thick. The device had a possibility of being fired across an existing staple line. The staples of the part that the knife did not move were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.